Manufacturer narrative:
This lead has not been returned. Should it be returned for analysis or should more information become available to our company, this event will be updated as necessary.

Event description:
Boston scientific crm received information that during a revision procedure to reposition this right ventricular (rv) lead due to high impedance measurements, the lead body severed from the distal tip. The distal portion with helix remained embedded within the patient's body. Although an x-ray was taken, it is unknown exactly which portion of this rv lead remains implanted, and the impact of this rogue piece within the thrombogenic capacity. It was decided to explant the entire system and the patient was discharged at home. As the patient was previously diagnosed with accute ischemia, he now has normal av conduction, and it is unclear whether he still has a need for pacemaker therapy. This rv lead will be returned for analysis; and the atrial lead and pacemaker were disposed by the facility without allegation.

Manufacturer narrative:
Upon receipt at boston scientific crm, a visual inspection confirmed that only the proximal segment of the lead was returned, with the helix housing, surrounding insulation, and conductor coil missing. This missing segment confirms the clinical observation of the fractured lead tip and the separated electrode end remains in the patient body. Microscopic and related analyses revealed that the inner coil of the lead was fractured at 580 mm, with only the proximal side of the fracture returned. Based upon the length specification of this model lead, and the returned portion of the lead, it is estimated that approximately an 11 mm segment remains embedded within the patient as reported clinically. Areas of fatigue were observed on each of the conductor wire fractures along with areas of overload on the secondary and tertiary conductor coils. Some specks of platinum were observed on the primary and tertiary fracture surfaces, possibly from a tip component such as an electrode. These analysis findings, along with the clinical conditions, and unique design characteristics of the lead, contributed to the fracture observed.

Event description:
--